Event description:
It was reported that within a week post implant that the left ventricular (lv) lead dislodged. The lv lead was explanted and replaced approximately five months later with an lv epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was an impedance issue on the left ventricular (lv) lead.